Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the sensor triggered the threshold suspend when the sensor glucose was 48 mg/dl and blood glucose was 147 mg/dl. Customer mentioned there were bumps developing on her skin. After troubleshooting, customer was advised to monitor the sensors. Customer will not be returning the sensors for analysis.